Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 5.5 mm from the balloon proximal tip. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and the investigation performed, the root cause could not be conclusively determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site.

Event description:
The following info was reported: the balloon lost pressure when pulling back to the arteriotomy. The pt was not hospitalized. Procedure: coronary.